Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An isi field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue. The fse was able to reproduce the issue and verified intermittent errors on the system. The fse replaced the cardcage on the surgeon side console (ssc) to resolve the issue. The system was then tested and verified as ready for use. No errors were observed after replacement of the cardcage.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the system experienced multiple non-recoverable faults intraoperatively, which led to the procedure being converted to an open approach. A non-recoverable error message was initially produced and cleared by the customer. However, the error was produced again and led to the surgeon losing control of the master tool manipulators (mtm) on the surgeon side console. At the time the error reoccurred, the patient was experiencing surgical bleeding. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed the error in the logs, advised the customer to power down the system, disconnect and reattach the blue fiber cable on the patient side cart (psc), and restart the system. However, the customer elected to convert the case to open surgery due to the bleeding and since the surgeon did not want to wait to restart the system. The following information is unknown: the cause and source of the bleeding, the estimated blood loss volume, and what medical intervention was rendered due to the complication. After the procedure, the customer called the tse back and indicated that the error returned while they were undocking the robot. The tse waked the customer through a hard reboot of the system as well as reseating all of the blue fiber cables. However, the error reoccurred. Isi has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Updated fields: h2, h3, h6, and h11. Device evaluation: intuitive surgical inc. (Isi) received the surgeon side console (ssc) cardcage associated with this complaint. Failure analysis confirmed the reported event. Upon visual inspection, no issues were found that would be related to the reported event. This ssc cardcage assembly was installed, programmed and tested on an in-house test system. There were no issues or errors triggered on startup. The unit was ran with 5 power cycles with no failures and no errors triggered. This unit was idling overnight in normal mode, with no issues and no communication errors triggered.

Event description:
Refer to h11 for follow-up information.